Event description:
Biomedical tech reported pt on althin-baxter system 1000 hemodialysis device removed 2 kg more weight than intended. Healthcare professional stated the pt was hypotensive and was transferred to the hosp. The pt was hospitalized and administered 500 ml of normal saline.